Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The customer complained of a discrepant inr result while using coaguchek xs meter serial number (B)(4), when compared to a laboratory result using an unknown method. The customer meter result was 3.5 inr and the laboratory result was 2.6 inr. The customer¿s therapeutic range is 2.0 - 3.0 inr. The meter result was believed to be accurate. The customer self-doses and adjusted his coumadin from 4 mg to 2mg. No adverse event occurred. The customer is in stable condition. The customer is not anemic or polycythemic, does not have antiphospholipid antibodies, and is not on direct thrombin inhibitors or heparin. The customer had no change in their diet or symptoms of bleeding or bruising. Corresponding retention test strips (lot 314048) were tested in comparison to masterlot #28632180. The corresponding retention material complies with the specification, based on requirements of the regular retention testing process.

Manufacturer narrative:
Quality notification (B)(4).as previously stated, should be corrected to quality notification (B)(4).

Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and are affected by recall umdra tp-00453. Corresponding retention test strips (lot 314048) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. According quality notification qn-cps-2018-11, coaguchek values are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.